Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer (fse) documented that multiple full height cubie pockets had failed and were missing in the medication application configuration. The fse reseated the row board cable connections and reseated all cubie trays and pockets to resolve the issue. The fse performed testing and confirmed that all pockets and the drawer were successfully recovered with normal functionality restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system cubies were failed. Customer tried to reboot and recover, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.